Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were high impedances. What led to this event was the patient had pain around the lead. The patient saw a pain physician who diagnosed the high impedances. Surgical intervention will occur, the patient will see a surgeon tomorrow. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep will obtain information from the hcp in two days. The rep reported three weeks later that the impedances were >100,000 only on the 0 plot. The surgeon has not practiced intervention, further stated there wasn¿t intervention. It was noted the lead was implanted approximately 2012. If additional information is received, a follow up report will be sent. Reference manufacturer report # 9614453-2016-01613.